Event description:
Per audiologist, the pt fell and hit her head on the implant side. Results of an integrity test done in 2009 showed the device was not functioning. Explant/reimplant surgery is recommended, but had not been scheduled at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.